Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported on 12/7/2013 at 1:00 am her daughter activated a new pod and her blood glucose and insulin history is as follows: see scanned table. She checked for ketones and they were large. She called the doctor who advised her to remove the pod. Upon further inspection she noticed the needle never deploy the cannula into the infusion site. She was able to activate another pod and gave a manual injection of 7.0 unit of insulin.